Event description:
It was reported that the connection between the vamp flex syringe and elbow connector detached during use. There were no patient complications reported.

Manufacturer narrative:
The product was not returned. The complaint could not be confirmed without return of the actual complaint unit. It could not be determined if any clinical factors may have contributed to the event. The lot number was not provided; therefore, a review of the manufacturing records could not be completed. No further actions will be taken at this time.